Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Factors that can contribute to the failure include failure to fully actuate the device during implantation based on the limited information provided we are unable to conclude on factors known to contribute to the alleged report. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a meniscus repair surgery, t2 of the fast-fix 360 did not deploy. T1 was left secured in the patient. The procedure was completed using a smith and nephew back up device. There was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).